Event description:
Additional information was received that induction testing was not performed. The health care professional (hcp) elected to turn down the barostim rather than change crt-d settings. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).